Event description:
The customer reported that the system would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cables, the connections, and the printed circuit boards were reseated. The system was tested and found to be working as intended and put back into service.